Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 7868065.

Event description:
It was reported that the one of the patient's s4 lead was explanted and replaced due to being pulled out. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.